Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies and ultimately reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.